Manufacturer narrative:
G3- corrected to (B)(6) 2021, in initial MDR. H6- work order search: no similar complaint was reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
B5-per updated information the reporter stated " the doctor noticed that the lens was broken, when the next day, when checking the eye. The patient's eye is fine. He believes that the failure must have been when inserting the lens into the eye was broken in the injection." Claim # (B)(4).

Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510k: this product is not marketed in the us. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -15.5/2.0/112, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to lens tear/break during injection/delivery into the eye. It was reported that it was unknown when the damage occur and that the damage was noted when withdrawing the lens. Loss of bcva was also noted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.